Manufacturer narrative:
Manufactured june 30, 2016 july 5, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folflusor did not flow. This occurred during filling. The device was filled with an unknown amount of fluorouracil hs. It was stated that the folfusor would not prime. There was no patient involvement. No additional information is available.